Event description:
It was reported that during a nephrectomy procedure, the clips would not hold after placing. The clips don't close completely, they didn't tighten well. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? What were the indications for surgery? What was found? Does the patient have any relevant history of surgical treatments? Did somebody other than the primary surgeon fire the instrument? Was there a recent conversion to ees devices in this account or with this surgeon?